Event description:
Pain and swelling following vessel closure. A physician achieved arteriotomy closure of the right femoral artery twice using a starclose device after 2 interventional procedures. One week after the second procedure, the pt experienced pain and swelling at the groin site that persists. Sometimes the pain is so severe, the pt limps. Numbness and tingling of right foot and pain in thigh. An ultrasound has confirmed proper placement of both star closure devices. Dates of use: current. Diagnosis: angiogram, aneurysm embolism.